Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm and open book image was displayed on the screen. Customer went into the water for about 10 minutes and insulin pump started beeping and insulin pump stopped working. Customer stated that insulin pump had crack where the battery goes in and the crack starts from the corner where the clip goes in and half way down. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.